Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs noted that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. The handle was opened up and both batteries were found to be vented. During functional evaluation it was found that a switch was nonfunctional. When the lower left rotation key was pressed, the handle didn't respond. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software fault. The battery cells vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage state. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected a unreported condition of a switch failure that has no relationship to the reported condition. The root cause for the reported condition has been attributed to a switch failure. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, while the handle was being charged with the charger, the red indicator was flashing. When the handle was removed from the charger, oil-like material was found to be adhered to the entire bottom surface of the handle, the surface in contact with the charger. Similar oil film was also found to be adhered to the inside of the charger. After that, the oil was immediately wiped off with paper, but a large amount of oil was found to be adhered again after 1 or 2 hours. At that time, there was irritating odor like thinner odor came from the handle's bottom and the charger. There was no patient involvement.

Manufacturer narrative:
Correction h6 and h10 evaluation summary: medtronic led an evaluation of one signia powered handle for a non-reportable condition. During the investigation it was found that the batteries were vented. This condition has a potential for patient harm. An analysis of the system logs noted that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. During functional evaluation it was found that a switch was nonfunctional. When the lower left rotation key was pressed, the handle didn't respond. The handle was opened up and both batteries were found to be vented. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected a unreported condition of a switch failure that has no relationship to the reported condition. The root cause for the unreported condition has been attributed to a switch failure. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, while the handle was being charged with the charger, the red indicator was flashing. When the handle was removed from the charger, oil-like material was found to be adhered to the entire bottom surface of the handle, the surface in contact with the charger. Similar oil film was also found to be adhered to the inside of the charger. After that, the oil was immediately wiped off with paper, but a large amount of oil was found to be adhered again after 1 or 2 hours. At that time, there was irritating odor like thinner odor came from the handle's bottom and the charger. There was no patient involvement. Pli 10 medtronic's initial evaluation of the incident device found vented battery.